Manufacturer narrative:
The date provided in section "date received by manufacturer" with the initial report was incorrect. The correct date is february 4, 2019.

Manufacturer narrative:
The insulin pump was received with no button response at esc, act, up and down due to unlocked keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, keypad flattened button dome switch was found on bolus and act. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer's parent reported via phone call that they had son insulin pump had keypad anomaly. The customer¿s blood glucose level was 172 mg/dl. The customer reported that the act button was not responding. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.